Event description:
A malfunction was reported on the pump, and there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to it. The customer performed a pump reset themselves, but troubleshooting confirmed a replacement pump would be sent. The customer will continue using the current pump type with up-to-date software, and cts advised them on steps to follow when receiving the replacement.